Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device was going through batteries faster than normal. Customer's blood glucose was unknown. Device had alarmed fail battery test alarm. Customer declined troubleshooting. Customer mentioned the metal piece on the battery cap was coming off. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.